Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead triggered a lead safety switch. The pacing impedance was high, out of range. There were also low bi ventricular pacing percentages due to a nonspecific reason. The system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead triggered a lead safety switch. The pacing impedance was high, out of range. There were also low bi ventricular pacing percentages due to a nonspecific reason. The system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.